Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. A potential cause of the condition could have been overtightening of the luer connection which can lead to blocked connection and/or cracks. A nonconformance has been established to further investigate the connection components. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use with a prismaflex m150, an external blood leak from return luer connector and a damaged connector was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.